Manufacturer narrative:
The field service engineer (fse) followed up with the site via telephone and the fse was able to confirm and reproduce the reported error when he had the customer run a patient sample and customer indicated that error 2300 occurred. The fse was able to resole the issue by advising customer to realign the flag for the step loader. After completion of the re-alignment, the customer was able to run a patient sample without error. Customer indicated that the issue is resolved. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2019 through aware date (B)(6)2021. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: error message: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was that the (step loader) flag needed to be re-aligned. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 2300 s loader step feed failure. The customer cleared the racks, reset the power, and performed a rack scan with the maintenance software. The rack scan completed fine. The error still occurs when starting a run. The customer requested for onsite service. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting estradiol (e2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.